Manufacturer narrative:
The tech replaced the head section gas spring to repair the stretcher.

Event description:
Info received indicates the head section cannot be raised or lowered and is stuck in the high position.